Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d4, h4 and h6. The legal manufacturer performed an investigation. A definitive root cause was not identified. The legal manufacturer determined the likely cause was a component malfunction.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus did perform troubleshooting with the customer it was found that there was no image from scope or processor but there was power. It was found that when the device is booted up there is no display. The reporter was advised to check the cable with another monitor and it was found to function. The customer was advised to return the device for service however; to date, no device has been received. If the device is returned at a later date, a summary of the findings will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device had no image. The reporter did not mention any patient involvement or harm associated to this report, however; olympus is attempting to gather additional information related to this report.